Event description:
Additional information received stated that the cause of the stabbing sensation and ins not depleting was that the ins was not on. The patient met with a rep and it was determined that stim was turned off; the patient stated they thought the act of charging would turn on the ins and were unaware stim was off. The specific cause of the stabbing sensation itself was stated to be unknown. The patient stated the issue was resolved by turning the ins on. The patient stated the pain relief does not last all day but helps intermittently. The stabbing has decreased, and the ins was depleting normally. The pain around the patient's breast was reduced and the patient was able to bend over and perform activities such as gardening for some time before the pain would return. It was reported the pain was better but not resolved. The patient mentioned being hunched over because of the pain and gaining some weight, and stated they felt shorter. The patient reported tingling if the ins is set too high. The patient reported pain at the ins site and stated it hurts to sit in a hard chair, the hcp reviewed, confirmed ins not infected, and ins site needs time to heal. The patient stated the reported stabbing pain was like a fork stabbing. Additional information received from the healthcare provider (hcp) stated that the patient s reported symptoms were a lot better, but the specific root cause was not known by the hcp. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Fdc code (B)(4) applies to the implantable neurostimulator. Fdc (B)(4) no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. For the last couple of days their controller and ins are always staying at 100%. Their ins usually has lost some charge. They charge every day and is at 4.4 volts. While on the phone the patient was feeling stimulation after increasing stimulation. The patient was not sure whether stimulation was on/off before the change was made with increasing stimulation. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported. On 2019-sep-21, additional information was received from the patient reporting that when they bent over to pick something up and it felt like a fork was stabbing them in the waist/hip area. They also had been having increased pain between their breasts where their bra strap would be due to nerve ending pushing forward. The patient added that they normally charge every morning, but the controller showed that their ins was at 100 percent for a couple of days. It was indicated that the patient programmer showed stimulation was on. They stated that they increased stimulation to five and began to feel it in their right leg, which is where they would typically feel it, but they indicated that they were set so that they did not have to feel it to get relief. Patient services advised the caller to turn it back down and follow-up with their healthcare provider (hcp) to check the system since their issue correlated to a movement of bending over. The event occurred ¿over the weekend¿ in (B)(6) 2019. It was reported that the patient was considering getting their device removed because it had been going in and out of working for them. The event began three months ago in 2019. It was also reported that the patient had pain at the implant site since implant ((B)(6) 2019), but recently it started hurting more. They stated that they tried to avoid any contact over the site, but they stated that even leaning against a pillow hurt. No further complications were reported/anticipated.